Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced erosion through the urethra with his artificial urinary sphincter (aus) which caused incontinence. The device was removed. A full recovery is expected for the patient.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to urinary incontinence. During procedure, an erosion was diagnosed in the urethra at the cuff site. The device was removed. A full recovery is expected for the patient.

Manufacturer narrative:
B3 date of event: the exact event date is unknown the implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with aus implants and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of erosion and recurring incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.